Manufacturer narrative:
The ion selective electrode (ise) system is calibrated every 24 hours, and qc samples are run every 8 hours. Per the bci engineer's instructions, the customer cleaned the carbon bridge with alcohol and replaced the k tip. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer reported that potassium (k) results were drifting down on the unicel dxc 800 pro synchron clinical systems and erratic k results were reported out of the lab. The actual results were not supplied. The samples were not repeated. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.